Manufacturer narrative:
H4: the lot was manufactured between august 3, 2023 - august 4, 2023. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the bags that contained the devices which suggested a leak had occurred. One of the photographs also showed a leak coming out at the connection between the blue winged luer cap and the white luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from between the flow restrictor and the blue winged luer cap. The leaks were discovered during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h6 (add additional codes), and h10: h10: two (2) actual devices were received for evaluation. For one (1) device, a visual inspection was performed, and fluid inside a bag that contained the sample was observed. When the sample was removed from the bag, an untightened winged luer cap was identified. A visual inspection under the microscope was performed, and no signs of surface roughness were observed inside the cap. A functional leak test was performed and the sample was monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the leak could not be determined; however, the cause may be related to user error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) instructs the user to ensure that the cap is securely connected after filling and priming. For the second device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The outer and inner surfaces of the sample, along with the bag that contained the sample, were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed and the sample was monitored until the next day; no signs of leak were observed. The device was found to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.